Event description:
It was reported that before a transurethral microwave treatment, the procedure, a balloon leak was noticed. During positioning of the patient and before initiation of treatment, the physician noticed the catheter had moved. The procedure was successfully completed with another catheter. No patient injuries or complications were reported. The patient status is reported as fine.

Manufacturer narrative:
No device has been returned, therefore no direct product analysis will be available. The device history record for this serial # was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met its specifications at the time of release. As no device was received for analysis, it is not possible to determine the root cause of the event.